Manufacturer narrative:
The cause of the alarm was reported to be a disconnection; however, the cause of the disconnection was undetermined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. During troubleshooting, it was determined that the bag disconnected, but no other details relating to the cause was known. The technical service representative advised the patient to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.